Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and found that the central station was plugged in incorrectly configured port on the switch. The e-lan was plugged into the correct port and communication was re-established. System was calibrated and safety tested to factory's specs.